Event description:
Event description guidant/cpi received information stating that the helix was bad on this endurance ez lead. It was stated that during the implant and several repositionings the helix was damaged, which in the long run caused the lead to dislodge.